Event description:
The pt's history dates back to 1974 when she had bilateral breast augmentation with the silicone gel-filled implants. She had hair loss in 1984 for which she had an extensive work-up. She also had a history of flu-like symptoms with periods of severe fatigue & myalgias. She also has memory loss. On physical examination, she has capsular contracture on both breasts of class 3 to 4 in contracture grade. As a result of capsular contracture with rupture on the left & system symptoms that may be associated with her implants, it is medically necessary to remove both implants.